Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the high impedances could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.